Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to detach. The capsule was found attached to the delivery system after the delivery system was removed from patient. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure. A lubricant was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation. There was no user harm.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel. Photo of the device was received for evaluation. From the sample that was returned for investigation it is impossible to determine if product meet specifications or not. The visual inspection found no issues. The customer reported bravo fail to detach. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. Evaluation was not performed since the product sample that arrived for investigation is inadequate. From the sample it cannot be determined what is the root cause. A review of the device history records indicated that the product was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.